Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The pacemaker was explanted and replaced. There were no patient consequences.